Event description:
The customer reported out of range normal control solution test results with test strips. On 10/28/96 she opened the first bottle from a box of fifty and obtained control solution test results of 7 and 5 mg/dl. She immediately called the co customer support line and, with the representative, performed a normal control solution test. The result was 8 mg/dl versus a normal control solution range of 106-158 mg/dl. The control solution, lot #vk285, expiration 11/97, was opened today and was shaken vigorously before the sample was applied. Also with the representative the customer performed a cheack test strip. The result was 72 versus a check strip range of 68-87. The desiccant is in the open bottle. The customer stores her test strips in the bedroom.